Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported esophageal fistula and cerebral infarction remains unknown.

Event description:
One month post atrial fibrillation procedure, an esophageal fistula was diagnosed in the left atrium. During the procedure, box isolation was performed on the posterior wall successfully with no consequences to the patient. The patient was hospitalized one month following the procedure due to an infectious disease and also had a cerebral infarction and hematemesis. Gastroscopy was performed and diagnosed an esophageal fistula in the left atrium. The left atrium was repaired through surgery. Repair of esophagus was completed on (B)(6) 20201. The patient has persistent disturbance of consciousness. There were no performance issues with any abbott devices.